Event description:
A us distributor returned a battery pack indicating that it would not power on a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery would not charge or power on a monitor. The cause of the inability to charge or power a monitor is a loose connection on the pad of p1, p3, and p4. The root cause of the damaged connections cannot be positively identified but is likely mechanical shock from physical impact. No adverse event resulted from the damaged battery pack.